Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 24 mmol/l (432 mg/dl) while wearing the pod between 4 and 24 hours. The patient went to sleep and woke up the next morning feeling a little sick. The patient delivered correction boluses using the pod but the bg levels did not decrease. The patient's friend drove the patient to the hospital where she was provided with fluids, insulin and anti-nausea medication intravenously for treatment. When the pod was removed at the hospital, it was noted the pod was leaking. The patient was discharged the following day.